Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings: h6: updated investigation conclusions: h6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (B)(6) was reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2012 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: diverticulosis. Epigastric hernia. Obesity. (B)(6) 2012: 269 lbs., bmi 46.2. (B)(6) 2015: 261 lbs., bmi 44.21. (B)(6) 2015: 240 lbs., bmi 41.8. (B)(6) 2016: 218 lbs., bmi 36.38. Ventral abdominal wall hernia. Infected mesh . Surgical procedures: 1998: cholecystectomy, hysterectomy, bilateral oophorectomy and appendectomy. (B)(6) 2012: laparoscopy with adhesiolysis of approximately 30 minutes and a repair of both the epigastric hernia and left lower quadrant abdominal wall hernia. Implant: sepramesh. (B)(6) 2015: open ventral hernia repair. Implant: gore® dualmesh® biomaterial. (B)(6) 2016: CT guided drainage of abdominal fluid collection. (B)(6) 2016: excision of infected ventral hernia mesh. Relevant medical information: (B)(6) 2012: operative report. Laparoscopy with adhesiolysis of approximately 30 minutes and a repair of both the epigastric hernia and left lower quadrant abdominal wall hernia with sepramesh. ¿patient with multiple abdominal surgeries who has been complaining of pain in the abdomen particularly in the left lower side for some time. She has a known epigastric hernia and questionable hernia on the left lower abdomen. ¿approaching the abdomen from the right upper quadrant dissection was carried down through the skin into the musculature with cautery. The abdominal wall muscles were opened directly with cautery and the peritoneum was opened with sharp dissection. Digital exploration revealed a free area and a 12-mm port was placed at the site and the abdomen insufflated with carbon dioxide gas. The camera was inserted. There were multiple adhesions and a little bit of an incarcerated hernia in the epigastrium and adhesions of the small bowel to the abdominal wall. The second and third port were placed under direct visualization of the camera and the adhesions were taken down with sharp dissection taking about 30 minutes and revealed a left lower quadrant abdominal wall hernia. The epigastric hernia was reduced and cleaned as well and a 4 x portion of sepramesh was cut to fit both defects and then rolled and placed within the abdomen and brought up using a stay suture of prolene and were brought up against the abdominal wall and then tacked into placed with the strap tacking device. Once both hernias were covered and repaired the ports were removed, the abdomen deflated and the fascial defect in the port side in the right upper quadrant was closed with a 2-0 ethibond stitch. Skin wounds were closed with 4-0 vicryl subcuticular stitches.¿ (B)(6) 2015: CT abdomen/pelvis. Abdominal pain. Findings: ¿protrusion of anterior abdominal wall fascia at lower abdomen and pelvis, protruding over suprapubic region, containing small bowel loops, mesentery, and portion of anterosuperior urinary bladder. No entrapment. Lower abdominal retroperitoneal clips. Impression: no definite acute abnormality in abdomen or pelvis. Broad ventral abdominal wall hernia at anterior pelvis.¿ implant preoperative complaints: (B)(6) 2015: history and physical. ¿hernia discomfort. Obesity. Exam: abdomen soft, non-distended. Suprapubic tenderness. Impression/plan: recurrent ventral hernia. Bowel prep to reduce bacterial load on colon. Performing open ventral hernia repair. Discussed risks, bleeding, infection, bowel injury both recognized, unrecognized significance of mesh infection, 20% risk of recurrence. Consent to proceed.¿ (B)(6) 2015: indications: ¿a 67-year-old woman with a hx [history] of multiple ventral hernia repairs who has developed a recurrent lower abdominal wall ventral hernia.¿ implant procedure: open ventral hernia repair. [Implant: gore® dualmesh® biomaterial [1dlmc07/11777885, 20cm x 30cm x 1mm thick]. Implant date: (B)(6) 2015 [hospitalization (B)(6) 2015]. Description of hernia being treated: ¿a lower midline incision was created with a scalpel and carried down through the subcutaneous tissue using cautery. The previous scar and mesh were opened and the abdomen was entered. There were no significant lower abdominal visceral adhesions. The bladder was carefully peeled out of the hernia sac. I mobilized the sigmoid colon along the white line of toldt to obtain more room for the mesh. I then resected the lateral aspects of the mesh. Her fascia generally was of poor quality. I developed subcutaneous flaps out each side to the hips. This is where I finally encountered reasonable tissue. Hemostasis was obtained with cautery. This was dissected out circumferentially.¿ implant size and fixation: ¿a 20 x 30 cm piece of gore dualmesh was brought into the field. It was sewn in an underlay fashion with interrupted 2-0 prolene sutures. The inferior sutures were attached to the periosteum of the symphysis. Once this was complete, the wound was copiously irrigated with saline. The remaining tissue and scar was closed over the mesh with a running 0 vicryl suture. Two 19-french blake drains were placed on each subcutaneous flap and secured to the skin with 3-0 nylon sutures. Subcutaneous tissues were reapproximated with a running 2-0 vicryl suture. The skin was closed with staples.¿ (B)(6) 2015: incision: ¿clean, dry, intact. Possibility skin necrosis bottom of wound. Continue to monitor. Drain: blake drain right and left with sanguineous drainage.¿ (B)(6) 2015: exam: ¿abdomen soft, non-distended. Incision: necrosis around umbilicus.¿ (B)(6) 2015: incision: ¿epidermal necrosis inferior r side. Mild erythema.¿ (B)(6) 2015: discharge summary. Hospital course: ¿ventral hernia fixed with mesh. Some epidermal necrosis of inferior right side of incision. Staples removed; area packed. Started on levaquin. Ambulating well. Stable, discharged home.¿ relevant medical information: (B)(6) 2015: ¿assessment: wound base and depth: clean, deep. Amount exudate: moderate. Wound vac needed. Type of wound: 1st wound distal/2nd wound proximal. Wound non-healed surgical mid; lower abdomen. Drainage amount/description: large, sero-sanguineous. Wound length: 3 cm. Width: 7.5 cm. Depth: 9 cm. Granulation: 100%. Tunneling: tunnels at 2 o¿clock = 18 cm/10 o¿clock 11.3 cm. Margins: attached edges; unattached edges; defined edges. Non-staged wound: full thickness. Treatment non debridement: gauze; saline. Peri-wound treatment: barrier film; saline; vac drape 3m no sting prep. Wound vac placed to abdominal wounds.¿ (B)(6) 2016: ¿wound non-healed surgical mid; lower abdomen. Wound assessment: granulation tissue; slough; odor (mild). Peri-wound assessment: flaking; rash. Closure method: healing incision. Drainage amount/description: large, serous, tan. Granulation: 100%. Tunneling: tunnels remain unpacked. Noted to have some increased firmness to right lateral mid peri-wound. Denied pain to area. Margins: attached edges; defined edges. Plan: c/o [complained of] increased odor today, otherwise no complaints. Wound vac therapy effective.¿ (B)(6) 2016: ¿wound non-healed surgical mid; lower abdomen. Dressing: open to air, negative pressure (vac) dressing. Wound assessment: granulation tissue. Peri-wound assessment: rash. Drainage amount/description: moderate; sero-sanguineous. Granulation: 100%. Margins: attached edges; defined edges.¿ (B)(6) 2016: ¿wound non-healed surgical mid; lower abdomen. Negative pressure (vac) dressing. Wound assessment: drainage; granulation tissue. Peri-wound assessment: normal for race. Drainage amount/description: moderate; sero-sanguineous. Margins: defined edges; unattached edges. Non-staged wound description: full thickness. Treatment non-debridement: gauze; saline. Peri-wound treatment: barrier film.¿ [no additional wound care notes provided.] (B)(6) 2016 ¿ (B)(6) 2016: inpatient admission. (B)(6) 2016: CT abdomen/pelvis. ¿concerned infection at postsurgical site. Abdominal pain. Impression: post-surgical changes relating to anterior abdominal wall hernia repair, large 19 cm fluid collection within abdominal wall musculature deep to mesh concerning for abscess with adjacent inflammatory changes within soft tissues.¿ (B)(6) 2016: CT guided drainage of abdominal fluid collection. ¿history: postop hernia repair with 19 cm fluid collection deep to mesh repair. Findings: large fluid collection within anterior abdomen. Majority fluid located deep to mesh repair. Nearly entire collection deep to repair was evacuated. Impression: technically successful CT-guided drainage of abdominal fluid collection with tube placement.¿ (B)(6) 2016: culture surgical aerobic/anaerobic. ¿source: retroperitoneum. Aerobic: moderate growth streptococcus agalactiae (group b beta strep). Anaerobic: no anaerobic growth after 5 days.¿ (B)(6) 2016: discharge. Admission/final dx: ¿peritoneal abscess. Discharge home.¿ explant preoperative complaints: (B)(6) 2016: history and physical. ¿history: prior to excision of infected mesh. Ventral hernia repair last year. Complicated by open wound, no exposed mesh. Doing well until developed abdominal pain, pressure, low-grade temperatures. CT found large fluid collection posterior to mesh. Underwent image guided drain placement. Fluid growing out strep. Social history: never smoker. Review of systems: positive fever, abdominal pain. Exam: abdomen soft, non-distended, no tenderness. Impression/plan: infected prosthetic ventral hernia mesh. To operating room friday for excision of mesh. Will need wound left open with vac dressing. Discussed indications of procedure, risks bleeding, infection, enterocutaneous fistula. Most likely lose umbilicus. Will most certainly result in large hernia, addressed in future. Consent to proceed.¿ (B)(6) 2016: indications: ¿a 67-year-old woman who underwent an open ventral hernia repair in (B)(6) 2015, who presents with fluid around the mesh. This underwent drainage and is growing out strep.¿ explant procedure: excision of infected ventral hernia mesh. Explant date: (B)(6) 2016 [hospitalization (B)(6), 2016]. ¿an elliptical incision was created around the previous scar and umbilicus and carried down through the subcutaneous tissues using cautery. This ellipse of skin and umbilicus was resected and passed off as specimen. Then, using cautery I carefully dissected along the midline scar until the mesh was reached. There was a large amount of pus around the mesh. The incision was extended superiorly and inferiorly. Using scissors, I circumferentially cut the prolene sutures around the mesh until the mesh was excised. There was an inflammatory rind over the bowel and no bowel was seen. There is no evidence of enteric leak. The surface was copiously irrigated with saline. A 19-french blake drain was brought out through a separate stab incision and secured to the skin with 3-0 nylon suture. The drain was placed over the inflammatory rind. The scar was closed over the drain with a running 0 looped pds suture. The wound was irrigated and packed with moist gauze.¿ (B)(6) 2016: pathology. ¿specimens: soft tissue, abdominal scar. Foreign body/material, mesh. Final dx result: soft tissue, abdominal scar, excisional biopsy: skin with scar. Subcutaneous nodule containing fat necrosis. Foreign material, mesh, removal: grossly consistent with synthetic mesh. Gross description: soft tissue, abdominal scar: specimen #1 labeled with patient¿s name and ¿abdominal scar¿ is a 15.0 x 3.8 cm kinked segment of ovoid, tan, wrinkled skin excised to 3.2 cm. Skin surface is focally pale and scarrec [sic] appearing. Subcutaneous tissue bulges beyond skin edge. Cut surface displays fibrofatty tissue. 1.4 cm subcutaneous cyst contains some yellow fluid. Representative sections submitted in one cassette to include scarred skin and cyst. Foreign body/material, mesh: specimen #2 received labeled with patient¿s name and ¿mesh foreign body¿ is a 24.0 x 15.0 x 0.1 cm rectangular portion of tan-pink synthetic mesh with small amount of clinging blood. Essentially no attached soft tissue. Mesh material has a striped pattern. This is for gross only. No sections submitted. Microscopic description: result: h and e stained sections show skin and subcutaneous tissue with scar and foreign body reaction overlying a cystic space with no epithelial lining containing degenerative changes to include devitalized adipose tissue. No evidence of malignancy.¿ (B)(6) 2016: discharge summary. Discharge diagnosis: ¿infected ventral hernia mesh. Hospital course: admitted to hospital, to or by dr. Schultz. Large amount pus around mesh. Abdomen copiously irrigated. Blake drain placed. Wound left open, packed with moist gauze. Tolerated procedure well. Vac dressing placed. Diet slowly advanced. Ambulating well. Pain under control. Discharged home stable, follow up (B)(6) 2016.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence". The gore® dualmesh® biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material".

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2015 whereby a gore® dualmesh® biomaterial was implanted. The following was reported: ¿in 2016, she developed mesh infection with pain and abscess surrounding the mesh. She had a CT guided drainage procedure in (B)(6) 2016. The infection did not resolve. On (B)(6) 2016, she underwent surgery to remove the infected gore mesh. At removal a substantial amount of pus was noted around the mesh. An inflammatory rind was also noted around the mesh. Given the severity of the infection, the wound was left open and packed with gauze. She was discharged on (B)(6) 2016 with a wound vac¿¿. It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information and medical records have been requested.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: [missing records: records for ¿epigastric hernia repair, laparoscopy with lysis of adhesions and left lower quadrant abdominal wall hernia¿ were not provided.] On (B)(6) 2015: (B)(6). (B)(6), md. Radiology¿CT abdomen/pelvis with oral and IV contrast. Hx: abdominal pain. Findings: bowel and mesentery unremarkable. No inflammation. Distal colonic diverticula noted. Protrusion of anterior abdominal wall fascia at lower abdomen and pelvis, protruding over suprapubic region, containing small bowel loops, mesentery, and portion of anterosuperior urinary bladder. No entrapment. Lower abdominal retroperitoneal clips. Impression: no definite acute abnormality in abdomen or pelvis. Broad ventral abdominal wall hernia at anterior pelvis. Left renal cortical atrophy and scarring. On (B)(6) 2015: (B)(6) medical center-(B)(6). (B)(6), md. History and physical. Hpi: preop history and physical prior to open ventral hernia repair. Hernia discomfort. Pmh: obesity. Psh: cholecystectomy 1998; epigastric hernia repair, laparoscopy with lysis of adhesions, and left lower quadrant abdominal wall hernia (B)(6) 2012; diverticulosis of sigmoid colon, polyp of rectosigmoid junction removed with biopsy forceps 10/12/12; hysterectomy, bilateral oophorectomy 1998; abdominal adhesion surgery. Social hx: never smoker. Exam: abdomen soft, non-distended. Suprapubic tenderness. Impression/plan: recurrent ventral hernia. Bowel prep to reduce bacterial load on colon. Performing open ventral hernia repair. Discussed risks, bleeding, infection, bowel injury both recognized, unrecognized significance of mesh infection, 20% risk of recurrence. Consent to proceed. On (B)(6) 2015: (B)(6) medical center. (B)(6), md, facs. Operative report. Pre/postop dx: symptomatic ventral hernia. Procedure: open ventral hernia repair. Operative indications: a 67-year-old woman with a hx of multiple ventral hernia repairs who has developed a recurrent lower abdominal wall ventral hernia. Procedure in detail: ¿after informed consent was obtained, the patient was brought to the operating room and placed in supine position. General endotracheal anesthesia was obtained. Patient¿s abdomen was prepped and draped in the usual sterile fashion. A timeout was performed. A lower midline incision was created with a scalpel and carried down through the subcutaneous tissue using cautery. The previous scar and mesh were opened and the abdomen was entered. There were no significant lower abdominal visceral adhesions. The bladder was carefully peeled out of the hernia sac. I mobilized the sigmoid colon along the white line of told to obtain more room for the mesh. I then resected the lateral aspects of the mesh. Her fascia generally was of poor quality. I developed subcutaneous flaps out each side to the hips. This is where I finally encountered reasonable tissue. Hemostasis was obtained with cautery. This was dissected out circumferentially. A 20 x 30 cm piece of gore dualmesh was brought into the field. It was sewn in an underlay fashion with interrupted 2-0 prolene sutures. The inferior sutures were attached to the periosteum of the symphysis. Once this was complete, the wound was copiously irrigated with saline. The remaining tissue and scar was closed over the mesh with a running 0 vicryl suture. Two 19-french blake drains were placed on each subcutaneous flap and secured to the skin with 3-0 nylon sutures. Subcutaneous tissues were reapproximated with a running 2-0 vicryl suture. The skin was closed with staples. Sterile dressings were applied. The patient awoke from anesthesia and transferred to recovery without incident. All sponge and instrument counts were correct at the end of the case.¿ product identification records for the alleged gore device were not provided. On (B)(6) 2015: (B)(6) regional medical center. (B)(6), apnp. Progress note. No complaints. Denies flatus, nausea, vomiting, bowel movement. Incisional pain moderate and improving. Pain controlled. Abdomen soft. Dressing in place. Post-op day 1: s/p ventral hernia repair. Encourage ambulation, clear liquid diet. On (B)(6) 2015: (B)(6)medical center. (B)(6), apnp. Progress note. No complaints. Denies flatus, nausea, vomiting, bowel movement. Tolerating full liquids. Out of bed to chair. Incisional pain moderate and improving. Pain controlled. Exam: abdomen soft, absent bowel sounds. Incision: clean, dry, intact. Possibility skin necrosis bottom of wound. Continue to monitor. Drain: blake drain right and left with sanguineous drainage. Post-op day 2: encourage ambulation. Full liquid diet. On (B)(6) 2015: (B)(6) medical center. (B)(6), apnp. Progress note. No complaints. Denies flatus, nausea, vomiting, bowel movement. Tolerating full liquids, ambulating. Incisional pain moderate and improving. Pain controlled. Exam: abdomen soft. Hypoactive bowel sounds. Incision: clean, dry, intact. Wbc increased 13.3 from 11.6. Post-op day 3: encourage ambulation, full liquid diet. On (B)(6) 2015: (B)(6) medical center. (B)(6), md progress note. Denies pain. Up walking. Gi: diffuse tenderness, active bowel sounds. [(B)(4)] on (B)(6) 2015: (B)(6) medical center. (B)(6), md. Progress note. Pain controlled. Tolerating fulls. No flatus, bm. Wt 244 lb. 3.2 oz, bmi 41.90. Exam: abdomen soft, non-distended. Incision: necrosis around umbilicus. Assessment/plan: s/p open vh repair. Advance diet. On (B)(6) 2015: (B)(6) medical center. (B)(6), md. Progress note. Cc: ventral hernia, respiratory failure. Narrative: no pain sitting down, pain with movement. No bleeding at incision site. Exam: abdomen distended, bowel sounds normal. Assessment/plan: acute respiratory failure with hypoxia. Likely due to volume overload and abdominal surgery/pain. Diuresed 2.5l yesterday. On (B)(6) 2015: (B)(6) medical center. (B)(6), md. Progress note. Eating more, small stools, pain lower abdomen. Exam: obese, abdomen distended, bowel sounds normal, generalized tenderness. Wt 240 lb, bmi 41.18. Medically ready for dc. [(B)(4)] on (B)(6) 2015: (B)(6) medical center. (B)(6). Md. Progress note. No complaints, positive flatus, bowel movement. Tolerating solids. Ambulating. Exam: abdomen soft, non-distended, no tenderness. Incision: epidermal necrosis inferior r side. Mild erythema. Assessment/plan: home today on levaquin. Wet to dry dressing changes. F/u wednesday. On (B)(6) 2015: (B)(6) medical center. (B)(6), apnp. Discharge summary. Discharge dx: ventral hernia. Hospital course: ventral hernia fixed with mesh. Two blake drains placed. Tolerated procedure well. Some epidermal necrosis of inferior right side of incision. Staples removed; area packed. Started on levaquin. Diet advanced. Pain under control. Ambulating well. Stable, discharged home. On (B)(6) 2015: (B)(6). Wound notes. Wound hx: surgical wound. Previous therapy: tried, failed products: tier 1 products saline moistened gauze. Impediments wound healing: cardiac, altered nutrition/hydration, poor appetite. Assessment: wound base and depth: clean, deep. Amount exudate: moderate. Wound vac needed. Type of wound: 1st wound distal/2nd wound proximal. Wound non-healed surgical mid; lower abdomen. Dressing: changed; old drainage. Negative pressure (vac) dressing. Wound assessment: granulation tissue; adipose tissue present. Peri-wound assessment: flaking. Old incision line between wounds. Drainage amount/description: large, sero-sanguineous. Wound length: 3 cm. Width: 7.5 cm. Depth: 9 cm. Granulation: 100%. Tunneling: tunnels at 2 o¿clock= 18 cm / 10 o¿clock= 11.3 cm. Margins: attached edges; unattached edges; defined edges. Non-staged wound: full thickness. Does removed packing match last inserted packing: no, black granufoam. Treatment non debridement: gauze; saline. Peri-wound treatment: barrier film; saline; vac drape 3m no sting prep. Wound vac dressing/canister: black foam; canister changed. Vac foam pieces removed: 0; moist to dry dressing. # of vac foam pieces placed: 6; foam count marked on dressing. Vac cycle & target pressure: 125 mmhg, continuous. Plan: from dr. (B)(6) [sic] office. Wound vac placed to abdominal wounds. On (B)(6) 2015: (B)(6). Wound notes. Wound non-healed surgical mid; lower abdomen. Dressing: old drainage; changed in tact proximal wound. Negative pressure (vac) dressing. Wound assessment: granulation tissue, odor (mild), pink, moderate sero-sanguineous. Wound length: 6 cm. Width: 2 cm. Depth: 3.8 cm. Granulation: 100%. Tunneling: tunnels @ 9 o¿clock= 12.5 cm / @ 3 o¿clock 11.9 cm. Margins: attached edges; unattached edges; defined edges. Non-staged wound description: full thickness. Packing: granufoam applied. Treatment non-debridement: saline; gauze. Barrier film; saline 3m no sting. Vac cycle & target pressure: 125 mmhg, continuous. Dr. (B)(6) gave instruction tunneled portion of wounds not to be packed with foam. On (B)(6) 2015: (B)(6). Wound notes. Wound puncture left lateral abdomen. Dressing: intact; changed; old drainage. Dressing: optifoam gentle. Wound assessment: clean; slough. Peri-wound assessment: normal for race. Drainage amount/description: small, sero-sanguineous. Length: 1 cm. Width: 0.9 cm. Depth: unable to assess. Slough: 80%. Clean: 20%. Margins: attached edges; defined edges. Non-staged wound: partial thickness. Treatment non-debridement: gauze; saline. Peri-wound treatment: saline. Wound care plan for progression: site from tube removal. On (B)(6) 2016: (B)(6). Wound notes. Wound non-healed surgical mid; lower abdomen. Dressing: changed; reinforced. Negative pressure (vac) dressing. Wound assessment: granulation tissue; slough; odor (mild). Peri-wound assessment: flaking; rash. Closure method: healing incision. Drainage amount/description: large, serous, tan. Granulation: 100%. Tunneling: tunnels remain unpacked as ordered by dr. (B)(6). Noted to have some increased firmness to right lateral mid peri-wound. Denied pain to area. Margins: attached edges; defined edges. Non-staged wound description: full thickness. Treatment non-debridement: gauze; enzymatic application (santyl ointment); saline. Peri-wound treatment: barrier film; essential bath cloth, 3m no sting prep; vac drape. Wound vac dressing/canister: black foam. Vac foam pieces removed: 6. Vac foam pieces placed: 9; foam count markedon dressing. Vac cycle & target pressure: 125 mmhg, continuous. Plan: c/o increased odor today, otherwise no complaints. Wound vac therapy effective. On (B)(6) 2016: (B)(6). Wound notes. Wound non-healed surgical mid; lower abdomen. Dressing: reinforced; changed open to air. Negative pressure (vac) dressing. Wound assessment: granulation tissue; drainage. Peri-wound assessment: pink. Drainage amount/description: moderate, sero-sanguineous; tan. Granulation: 100%. Margins: attached edges; defined edges. Non-staged wound description: full thickness. Packing: granufoam. Treatment non-debridement: gauze; enzymatic application (santyl ointment); saline. Peri-wound treatment: barrier film; vac drape. Treatment debridement: enzymatic. Pieces removed: pieces included on top count. Vac cycle & target pressure: 125 mmhg, continuous. On (B)(6) 2016: (B)(6). Wound notes. Wound non-healed surgical mid; lower abdomen. Dressing: changed; reinforced, negative pressure (vac) dressing. Wound assessment: tissue; slough; odor. Peri-wound assessment: flaking; rash. Closure method: healing incision. Drainage amount/description: large; serous; tan. Granulation: 100%. Tunneling: tunnels remain unpacked ordered by dr. (B)(6). Increased firmness to right lateral mid peri-wound. Denied pain. Margins: attached edges; defined edges. Non-staged wound description: full thickness. Treatment non-debridement: gauze; enzymatic application (santyl ointment); saline. Peri-wound treatment: barrier film; vac drape; essential bath cloth, 3m no sting prep. Wound vac dressing/canister: black foam. Vac foam pieces removed: 6. # of vac foam pieces placed: 9; foam count markedon dressing. Vac cycle & target pressure: 125 mmhg, continuous. Plan: c/o increased odor today, no complaints. Wound vac effective. On (B)(6) 2016: (B)(6). Wound notes. Wound puncture left lateral abdomen. Dressing: intact; old drainage. Plan: dressing not changed today at clinic. 01/06/16: (B)(6). Wound notes. Wound non-healed surgical mid; lower abdomen. Dressing: intact; changed; old drainage. Came from dr. (B)(6) office with gauze dressing. Negative pressure (vac) dressing. Wound assessment: granulation tissue; necrotic; drainage; clean. Peri-wound assessment: pink. Drainage amount/description: large, tan, foul odor, cloudy tan. Wound length: 0.5 cm. Width: 2.5 cm. Depth: 2.8 cm. Eschar: 5% necrotic. Granulation: 95%. Undermining: 12 o¿clock = 4.8 cm, 3 o¿clock = 9 cm, 9 o¿clock = 8.5 cm, 6 o¿clock = 6.4 cm and tunnels to distal wound. Margins: unattached edges; defined edges. Non-staged wound description: full thickness. Treatment non-debridement: gauze; saline. Peri-wound treatment: saline; barrier film; vac drape. Treatment debridement method: pick-ups; curved iris; sharps; prior/post to debridement-saline rinse; conservative sharps. Amount tissue removed: minimal. Response to debridement/results: healthy tissue revealed; slough remains; patient tolerated. Wound vac dressing/canister: black foam; canister changed. Vac foam pieces removed: removed by md-not seen. # of vac foam pieces placed: 1, both wounds all one piece-sponge at marked on dressing. Vac cycle & target pressure: 125 mmhg, continuous. Plan: vac dressing changed at berlin. Dr. (B)(6) appt (B)(6) 2016. Undermining and communication tunnel not packed but tucked edge of foam instead. On (B)(6) 2016: (B)(6). Wound notes. Wound non-healed surgical mid; lower abdomen. Dressing: intact; changed; old drainage; came from md office with gauze. Negative pressure (vac) dressing. Wound assessment: drainage; granulation tissue; clean; necrotic. Peri-wound assessment: pink. Drainage amount/description: large, tan, cloudy, foul. Wound length: 2 cm. Width: 8.5 cm. Depth: 5 cm. Eschar: 30% necrotic. Granulation: 50%. Clean: 20%. Undermining: undermined all around-3 o¿clock = further than q-tip can measure, 9 o¿clock = 6.2 cm, 12 o¿clock q-tip can¿t reach end, 1 o¿clock tunnels to prox. Wound. Margins: unattached edges; defined edges. Non-staged wound description: full thickness. Treatment non-debridement: saline; gauze. Peri-wound treatment: barrier film; saline; vac drape. Treatment debridement method: pick-ups; curved iris; sharps; prior/post debridement-saline rinse; conservative sharps. Amount tissue removed: large. Response to debridement/results: necrotic tissue remains; pt tolerated. Vac foam pieces removed: md removed it-not seen. # of vac foam pieces placed: 1 black between both wounds-marked on dressing. Vac cycle & target pressure: 125 mmhg, continuous. Plan: dr. (B)(6) saw pt today, happy with progress. Undermining, tunnel between wounds not packed per order, tucked sponge sl into areas. On (B)(6) 2016: (B)(6). Wound notes. Wound puncture left lateral abdomen. Dressing: not looked at today. Dressing intact. [(B)(4)] on (B)(6) 2016: thedacare regional medical center-neenah. Wound notes. Wound non-healed surgical mid; lower abdomen. Dressing: open to air, negative pressure (vac) dressing. Wound assessment: granulation tissue. Peri-wound assessment: rash. Drainage amount/description: moderate; sero-sanguineous. Granulation: 100%. Margins: attached edges; defined edges. Treatment non-debridement: gauze; saline. Peri-wound treatment: vac drape; barrier film; essential bath cloth. Wound vac dressing/canister: canister changed, black foam, wound vac exchanged r/t malfunctioning machine. Vac foam pieces removed: wound was ota [open to air], come from dr. (B)(6) office. # of vac foam pieces placed: 4. Vac output (ml): 300 ml. Plan: continue with wound vac therapy, remains effective. On (B)(6) 2016: (B)(6). Wound notes. Wound non-healed surgical mid; lower abdomen. Dressing: open to air, negative pressure (vac) dressing. Wound assessment: granulation tissue. Peri-wound assessment: normal for race. Drainage amount/description: moderate; sero-sanguineous. Granulation: 100%. Margins: attached edges; defined edges. Treatment non-debridement: gauze; saline. Peri-wound treatment: vac drape; barrier film. On (B)(6) 2016: (B)(6). Wound notes. Wound non-healed surgical mid; lower abdomen. Dressing: intact; changed; gauze intact from md. Negative pressure (vac) dressing. Wound assessment: drainage; granulation tissue. Peri-wound assessment: normal for race. Drainage amount/description: moderate; sero-sanguineous. Margins: defined edges; unattached edges. Non-staged wound description: full thickness. Treatment non-debridement: gauze; saline. Peri-wound treatment: barrier film. Wound vac dressing/canister: black foam. Vac foam pieces removed: 1 at md. # of vac foam pieces placed: 2 wounds bridged together. Vac cycle & target pressure: 125 mmhg, continuous. On (B)(6) 2016: (B)(6). (B)(6), md. Radiology¿CT abdomen/pelvis w oral contrast only. Indication: hx hernia repair 12/00/15. Concerned infection at postsurgical site. Abdominal pain. Findings: bowel: no dilated loops small bowel. Colonic diverticulosis without diverticulitis. Abdominal wall: ovoid fluid collection along abdominal wall musculature at postsurgical site at midline. Fluid collection 16 cm craniocaudal dimension, transverse dimensions 9 x 16 cm. Fluid collection deep to mesh. Inflammatory changes present within adjacent abdominal wall, musculature and anterior subcutaneous tissues. Impression: post-surgical changes relating to anterior abdominal wall hernia repair, large 19 cm fluid collection within abdominal wall musculature deep to mesh concerning for abscess with adjacent inflammatory changes within soft tissues. On (B)(6) 2016: (B)(6). (B)(6), md. Radiology¿CT guided drainage of abdominal fluid collection. Hx: postop hernia repair with 19 cm fluid collection deep to mesh repair. Findings: large fluid collection within anterior abdomen. Majority fluid located deep to mesh repair. Nearly entire collection deep to repair was evacuated. Impression: technically successful CT-guided drainage of abdominal fluid collection with tube placement. On (B)(6) 2016: (B)(6). Microbiology¿culture surgical aerobic/anaerobic. Source: retroperitoneum. Aerobic: moderate growth streptococcus agalactiae (group b beta strep). Comment: penicillin and ampicillin drug of choice for treatment of beta hemolytic strep infections. Anaerobic: no anaerobic growth after 5 days. On (B)(6) 2016: (B)(6). (B)(6), md. Discharge disposition. Admission/final dx: peritoneal abscess. Discharge home. On (B)(6) 2016: (B)(6). (B)(6), md. History and physicals. Cc: abd mesh removal. Hx: prior to excision of infected mesh. Ventral hernia repair last year. Complicated by open wound, no exposed mesh. Doing well until developed abdominal pain, pressure, low-grade temperatures. CT found large fluid collection posterior to mesh. Underwent image guided drain placement. Fluid growing out strep. Pmh: obesity, ventral hernia, gi bleed, peptic ulcer. Psh: cholecystectomy, epigastric hernia repair, laparoscopy with lysis of adhesions, left lower quadrant abdominal wall hernia 11/09/12, diverticulosis of sigmoid colon, polyp of rectosigmoid junction, appendectomy, hysterectomy with bilateral oophorectomy, abdominal adhesion surgery, herniorraphy ventral with mesh 12/08/15. Social hx: never smoker. Ros: positive fever, abdominal pain. Negative nausea, vomiting, diarrhea. Exam: abdomen soft, non-distended, no tenderness. Impression/plan: infected prosthetic ventral hernia mesh. To operating room friday for excision of mesh. Will need wound left open with vac dressing. Discussed indications of procedure, risks bleeding, infection, enterocutaneous fistula. Most likely lose umbilicus. Will most certainly result in large hernia, addressed in future. Consent to proceed. On (B)(6) 2016: (B)(6). (B)(6), md, facs. Operative procedure. Pre/postop dx: infected ventral hernia mesh. Procedure: excision of infected ventral hernia mesh. Operative indications: ¿a 67-year-old woman who underwent an open ventral hernia repair in december 2015, who presents with fluid around the mesh. This underwent drainage and is growing out strep. Procedure in detail: after informed consent was obtained, the patient was brought to the operating room and placed in supine position. General endotracheal anesthesia was obtained. Patient¿s abdomen was prepped and draped in usual sterile fashion. Timeout was performed. An elliptical incision was created around the previous scar and umbilicus and carried down through the subcutaneous tissues using cautery. This ellipse of skin and umbilicus was resected and passed off as specimen. Then, using cautery I carefully dissected along the midline scar until the mesh was reached. There was a large amount of pus around the mesh. The incision was extended superiorly and inferiorly. Using scissors, I circumferentially cut the prolene sutures around the mesh until the mesh was excised. There was an inflammatory rind over the bowel and no bowel was seen. There is no evidence of enteric leak. The surface was copiously irrigated with saline. A 19-french blake drain was brought out through a separate stab incision and secured to the skin with 3-0 nylon suture. The drain was placed over the inflammatory rind. The scar was closed over the drain with a running 0 looped pds suture. The wound was irrigated and packed with moist gauze. A clean dressing was applied. The patient awoke from anesthesia and transferred to recovery without incident. All sponge and instrument counts were correct at the end of the case.¿ on (B)(6) 2016: (B)(6). (B)(6), md. Pathology report. Specimens: soft tissue, abdominal scar. Foreign body/material, mesh. Final dx result: soft tissue, abdominal scar, excisional biopsy: skin with scar. Subcutaneous nodule containing fat necrosis. Foreign material, mesh, removal: grossly consistent with synthetic mesh. Gross description: soft tissue, abdominal scar: specimen #1 labeled with patient¿s name and ¿abdominal scar¿ is a 15.0 x 3.8 cm kinked segment of ovoid, tan, wrinkled skin excised to 3.2 cm. Skin surface is focally pale and scarrec [sic] appearing. Subcutaneous tissue bulges beyond skin edge. Cut surface displays fibrofatty tissue. 1.4 cm subcutaneous cyst contains some yellow fluid. Representative sections submitted in one cassette to include scarred skin and cyst. Foreign body/material, mesh: specimen #2 received labeled with patient¿s name and ¿mesh foreign body¿ is a 24.0 x 15.0 x 0.1 cm rectangular portion of tan-pink synthetic mesh with small amount of clinging blood. Essentially no attached soft tissue. Mesh material has a striped pattern. This is for gross only. No sections submitted. William racine pa, mhs. Microscopic description: result: h and e stained sections show skin and subcutaneous tissue with scar and foreign body reaction overlying a cystic space with no epithelial lining containing degenerative changes to include devitalized adipose tissue. No evidence of malignancy. On (B)(6) 2016: (B)(6) medical center-neenah. (B)(6), md. Progress note. Emesis overnight. Pain controlled. Wt 218 lb. 9.6 oz, bmi 36.38. Exam: abdomen soft, non-distended. No tenderness. Incision: vac dressing in place. Assessment/plan: s/p excision infected mesh. Post-op day 2: take away narcotics-could be cause of emesis. On (B)(6) 2016: (B)(6) medical center-neenah. (B)(6), md. Progress note. Doing much better. No nausea, vomiting. Tolerating diet. Pain controlled. Exam: abdomen soft, non-distended. No tenderness. Incision: vac dressing in place. Assessment/plan: s/p removal infected mesh. Post-op day 3: vac change today, then home. Follow up 1 ½ wks. Continued on attachment. - attachment: [continuation h10.11.pdf].

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2015: (B)(6). Implant record. Msh dual 1dlmc07-log570097. Type: implant. Inv item: msh dual 1dlmc07. Used: 1. Lot no: 11777885. The records confirm a gore® dualmesh® biomaterial (11777885/1dlmc07) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: berlin memorial hospital. Darren nelson, md. Operative report. Preoperative diagnosis: hernia of the epigastrium. Postoperative diagnosis: epigastric hernia, left lower quadrant abdominal wall hernia and adhesions. Operation: laparoscopy with adhesiolysis of approximately 30 minutes and a repair of both the epigastric hernia and left lower quadrant abdominal wall hernia with sepramesh. Estimated blood loss: 15-20 ml. Procedure: ¿patient with multiple abdominal surgeries who has been complaining of pain in the abdomen particularly in the left lower side for some time. She has a known epigastric hernia and questionable hernia on the left lower abdomen. The patient was taken to the operating room and put in to a supine position on the operating room table and after the induction of anesthesia the abdomen was prepped and draped in the usual sterile fashion. Approaching the abdomen from the right upper quadrant dissection was carried down through the skin into the musculature with cautery. The abdominal wall muscles were opened directly with cautery and the peritoneum was opened with sharp dissection. Digital exploration revealed a free area and a 12-mm port was placed at the site and the abdomen insufflated with carbon dioxide gas. The camera was inserted. There were multiple adhesions and a little bit of an incarcerated hernia in the epigastrium and adhesions of the small bowel to the abdominal wall. The second and third port were placed under direct visualization of the camera and the adhesions were taken down with sharp dissection taking about 30 minutes and revealed a left lower quadrant abdominal wall hernia. The epigastric hernia was reduced and cleaned as well and a 4 x portion of sepramesh was cut to fit both defects and then rolled and placed within the abdomen and brought up using a stay suture of prolene and were brought up against the abdominal wall and then tacked into placed with the strap tacking device. Once both hernias were covered and repaired the ports were removed, the abdomen deflated and the fascial defect in the port side in the right upper quadrant was closed with a 2-0 ethibond stitch. Skin wounds were closed with 4-0 vicryl subcuticular stitches. Sterile dressings were applied and the patient was transferred to recovery in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use addresses the following warning among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.